Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) explanted due to infection. The patient was stable throughout.

Manufacturer narrative:
The reported field event of device caused infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.